Event description:
It was reported the patient's omnipod 5 controller/personal diabetes manager (pdm) displayed estimated values when entering carbohydrates into the smartbolus calculator over the course of two days which led the patient being hospitalised at klinik für kinder- und jugendmedizin am universitätsklinikum ulm with hyperglycaemia on (B)(6) 2026. The patient's blood glucose level rose to 500 mg/dl. The patient experienced symptoms of nausea, dry mouth, and feeling generally unwell. The patient received 3 units of insulin via an insulin pen as treatment; the blood glucose level recovered. The patient was discharged after two days ((B)(6) 2026).

Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no issues with bolus delivery or the bolus calculator. The logs show that each bolus programmed using the bolus calculator was calculated correctly based on user inputs and settings. After each bolus was confirmed and began delivery, the last bolus information was replaced by an estimate of the insulin on board. Additionally, the complete bolus delivery amount remained unconfirmed until the pod was able to provide confirmation to the controller that the complete bolus amount was delivered. After each bolus was delivered, the pod confirmed completion of bolus delivery as expected. Once the controller received bolus delivery confirmation from the pod, the bolus delivery amount was confirmed, and the true calculated insulin on board became available. Review of the patient history buffer logs confirmed that the pulse count delivered and tracked by the pod incremented according to the total bolus volume for each bolus that was delivered. The investigation confirmed the application performed as expected. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.